Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) confirmed the wash pump two (2) motion errors. The fse disassembled the pump and noted the belt was broken. The fse replaced the belt and replaced all wash pump seals. The fse also noted worn peri-pump tubing and replaced the tubing. All verification testing, including a passing system check and high sensitivity system check, passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result was due to a hardware malfunction. The broken belt in the wash pump and the worn peri-pump tubing contributed to the errors and non-reproducible access accutni+3 result observed by the customer.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested the sample on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay. The customer repeat tested the sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. The customer noted a previous sample from the same patient had an access accutni+3 result that was within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The customer reported receiving wash pump two (2) motion errors at the time of the event. The patient samples were collected in rapid serum tubes. The sample was centrifuged at 4200 revolutions per minute (rpm) for ten (10) minutes. There were no sample integrity issues noted.